Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips the device showed a general system fail warning while doing "opheck". There was no patient involvement.

Manufacturer narrative:
It was reported to philips the device showed a general system fail warning while doing opheck. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic service. Upon conclusion of the evaluation the customer declined all service and the service order was cancelled. The device remains at the customer site and no further evaluation is warranted at this time.